Event description:
Information received indicates the head end brakes are not working. Both head end casters are not engaging in brake.

Manufacturer narrative:
The technician replaced the casters to repair the bed.